Event description:
It was reported that a polarstem collar case was found broken, a fin stabilizer for 75000675 was found broken, and a easy tray lid plastic was found cracked along its edges. Since this was noticed during a field inspection, no case was involved.

Manufacturer narrative:
H3, h6: it was reported that a fin stabilizer for 75000675 was found broken upon field inspection. The device was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The device is fractured at an edge. The fragment of the device was not returned for evaluation. A review of the complaint history of the affected device was performed. No additional complaints for the batch in question were detected. A review of the production documentation, including the material certificate, did not detect any deviation that could have contributed to the reported failure mode. There is no indication that the device failed to match specification at the time of manufacturing. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The relationship between the reported event and the device was confirmed. Based on the performed investigations, the root cause of the problem remains unknown and is due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Event description:
It was reported that a fin stabilizer for 75000675 was found broken. Since this was noticed during a field inspection, no case was involved.